Manufacturer narrative:
A review of lot b733 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for leak centrifuge alarm. The assessment is based on info available at the time of the investigation. The product has not yet been received for investigation at the time of the report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called to report blood leak alarm during start of treatment procedure. Customer stated that the blood had just gotten to the tubing leading to the centrifuge bowl, but had not quite reached the bowl yet. Customer stated she did not see any blood in the bowl. Customer aborted the kit and did not return any blood/products to patient. Css asked if there was blood in the centrifuge, customer stated she could not see any blood in the centrifuge. Css asked if the room was humid, customer stated no it was not. Customer will be returning product for investigation.